Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. The patient¿s implantable cardioverter defibrillator had appropriately delivered high voltage therapies for a ventricular tachycardia (vt) rhythm but the patient was still in vt upon arrival in the emergency room. The patient had some diaphoresis per the emergency room physician medical doctor, but was otherwise asymptomatic. The patient was converted back to sinus rhythm after the administration of medications. Programming changes were made to the patient¿s device. The patient was discharged.